Event description:
It was reported that an ilet user experienced hyperglycemia, with glucose readings above 250 mg/dl and a confirmatory fingerstick of 304 mg/dl, after a light morning meal while using a teflon infusion set; the user reported yellowing adhesive and was guided through a full supply change, with no device alarms reported. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of information provided by the user, and troubleshooting and education. Investigation of this case revealed no findings available, with insufficient information to identify a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.